Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that implantable cardiac monitor (icm) recorded an episode which appears to have markings consistent with very low amplitude r waves and rate returns to previous rate. Patient apparently had symptoms during the day but could not get these recorded with the activator. The icm remains in use. No patient complications have been reported as a result of this event.